Manufacturer narrative:
(B)(4). Results - (occlusion, cannulation difficulties). (Saccular aaa and severe calcified distal aorta). Conclusions: (saccular aaa and severe calcified distal aorta).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two month ago. The vessel morphology was reported as severe calcification in the iliac limbs. There was some difficulty cannulating the gate, possible due to the saccular aaa and calcified distal aorta; the wires would hit the gate but bounced back. The gate was cannulated via an up-and-over approach. Some time post-implant, the patient was trying to get onto a hammock but fell off. The patient presented emergently, and a head and abdominal CT were performed. The abdominal CT showed that the ipsilateral limb within the main body, but not the extension limb, had limited outflow. Upon admission at the hospital, the patient also admitted to recalling possible post-implant leg claudication before the time of the fall. The patient was placed on heparin. During the intervention, the angiogram showed decent blood flow, possibly due to the heparin therapy. The ipsilateral iliac limb of the main body was relined with a 16x16x85 aneurx limb, and kissing balloons were used to expand the main body. No additional clinical sequelae were reported and the patient is fine.